Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported epistaxis and hypertension could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event associated with the use of the heartmate 3 lvas. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Lastly, the IFU states that post-implant hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 millimeter of mercury (mm hg) should be considered adequate. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
The reporter's email exceeded the character limit and is (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient had recurrent epistaxis (first reported in MFR. Report # 0002916596-2020-04054). On (B)(6) 2019 the patient had an international normalized ratio (inr) of 1.96, an activated partial thromboplastin time (aptt) of 47 seconds, hemoglobin of 12.5 g/dl, and mean arterial pressure (map) of 97 mmhg. The patient started amlodipine on (B)(6) 2019. The patient had drug increase of ramipril from (B)(6) 2019 to the present. The recurrent epistaxis resolved on (B)(6) 2019.